Event description:
There was no pt involved in this event. The device was switching itself on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming deleted.